Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the provided photo confirms the customer's reported event: a microscopic image of the tip of a cystotome confirms the tips to be bent. Based on review of the cystotome process and taking into account multiple variables, engineering has observed and determined a potential source for this issue can be related to the raw material cannula supplied by the vendor. In addition, we observed incorrect timing on the forming station causing impacts to the tips. The laser sensor that tells forming(cystotome) station when to actuate ¿ a misalignment here can contact the edge and cause the observed defect. The investigation observed two root causes: defects within the raw material population as well as incorrect timing on the forming station causing impacts to the tips during final production. The company has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken; activation of new inspection tool within the existing vision system to mitigate escape of complaint characteristic product. The additional inspection will remove non-conforming product from the population prior to release. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. No further action has been identified for this reported event at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported the cystotomes in their paks that frequently had have a burr or bend at the very tip. The surgery and patient impact details were not provided. Additional information received from the company representative who indicated there was no patient harm and the sample was not available for return.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).